Event description:
At 12 years and 2 months from the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-jul-2023 lot 104012: 40 items manufactured and released on 28-jan-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.